Event description:
As reported by the (B)(4) study indicated that during index procedure the angioguard failed to retrieve into the capture sheath. Additional information received stating that there was difficulty tracking the retrieval device over the guidewire to get to the filter basket for retrieval. The retrieval catheter ultimately made its way to the basket and maneuvering, the filter basket was safely retrieved from the patient. The patient is (B)(6) male. The target lesion was the ostium of the right internal carotid artery (r6). The vessel was described as mildly calcified with a rate of stenosis of 85%. The lesion was pre-dilated and a precise ((B)(4)/lot 1562545) stent was successfully placed in the lesion. During filter retrieval, the retrieval sheath was advanced as the filter wire was in a fixed position. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. It was noted that the retrieval sheath was tight over the angioguard wire. Therefore to retrieve the basket, the physician rotated the filter wire/catheter assembly and ultimately pulled the basket into the sheath. The filter basket collapsed into the capture sheath and was successfully removed from the patient. There was no reported injury to the patient.

Manufacturer narrative:
As reported by the (B)(6) during index procedure the angioguard failed to retrieve into the capture sheath. Additional information received stating that there was difficulty tracking the retrieval device over the guidewire to get to the filter basket for retrieval. The retrieval catheter ultimately made its way to the basket and after additional maneuvering; the filter basket was safely retrieved from the patient. The target lesion was the ostium of the right internal carotid artery (r6). The vessel was described as mildly calcified with a rate of stenosis of 85%. The lesion was pre-dilated and a precise stent was successfully placed in the lesion. During filter retrieval, the capture sheath was advanced with the filter wire in a fixed position until its marker band lined up with the proximal filter basket marker band. It was noted that during advancement the capture sheath was tight over the angioguard wire. Therefore to retrieve the basket, the physician rotated the filter wire/catheter assembly and ultimately pulled the basket into the sheath. The filter basket collapsed into the capture sheath and was successfully removed from the patient. There was no reported injury to the patient. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, device interaction and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.